Event description:
A (B)(4) event report, (B)(4), was received by synthes on (B)(6) 2012: it was reported by the risk manager of the facility: during closure of a CABG the tip of the screwdriver broke off and the tip was not found. Additional information has been requested. Additional information has been requested.

Manufacturer narrative:
Device used as treatment. Device is an instrument and is not implanted or explanted. A review of synthes device history records for lot u153475 revealed the sternal screwdriver was manufactured by orchid unique. Po 1364637, dated (B)(4) 2012, for 14 parts, was inspected to the synthes incoming final inspection sheet and the product conformed to all requirements.